Manufacturer narrative:
Additional information: h3 plant investigation: the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production revealed no non-conformity during the manufacturing process. No other complaint has been reported for this batch number. The complaint sample was returned on (B)(6) 2025, to investigate a leak that occurred at the recirculation port. No defect was found at the port or the luer-lock adapter (cavity number of the injection mold is 3). After tightening the connection, the leak could not be reproduced. Additionally, no leak was detected during testing at a pressure of 1 bar for 3 days. The cause was identified during investigations of previous complaints and a CAPA has been implemented.

Event description:
A user facility reported, during priming of the circuit, the user noticed a leak at the arterial side of the oxygenator. Photographic evidence showed a leak at the luer-lock connection of the arterial sampling port. A new kit was primed. There was no patient involvement. The sample was available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported, during priming of the circuit, the user noticed a leak at the arterial side of the oxygenator. Photographic evidence showed a leak at the luer-lock connection of the arterial sampling port. A new kit was primed. There was no patient involvement. The sample was available for product investigation.